Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the prograsp forceps instrument to perform failure analysis (fa). Fa was able to confirm the reported complaint. The instrument was found to have a broken main tube at the distal tip. No material was found missing. Components adjacent to this broken main tube do show damage. Proximal clevis was dislodged. Additional observation related to the reported complaint: the instrument was found to have dislodged proximal clevis at the base of the main tube. Components adjacent to the dislodged proximal clevis do show damage, the main tube was found to be broken. The probable root cause is attributed to an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Manufacturer narrative:
The prograsp forceps instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that the prograsp forceps instrument's tip was falling off. No further information was provided. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information and obtained the following information: the reporter was unable to give more detailed answers to isi's questions.